Manufacturer narrative:
Initial report sent: 01/09/2008.

Event description:
Procedure type: low anterior resection with end to end anastomosis. Patient gender: unk. According to the reporter: no clicking sound was heard after applying the device. The application of the device and the tissue specimen were normal. The surgeon, however, was not comfortable, resected the anastomosis and applied a new instrument. Allegedly in the removed tissue some malformed staples were found. No patient injury was reported.